Event description:
After the implant procedure was completed, a pneumothorax was confirmed by post-op imaging. Physician inserted a pigtail catheter and admitted the patient for observation. Pneumothorax resolved and patient was discharged 4 days later. This resolved the issue.